Event description:
Reporter alleged the expiration date and lot number of the test strip vial for the blood glucose monitoring device was smeared or rubbed off. Reporter stated obtaining the test strip vial from the box and expiration date indicated product was expired. A request was made for the return of the suspect device and replacment product was sent.